Event description:
Hosp staff were treating a pt who required defibrillation. The device allegedly would not deliver the countershock to the pt. The pt was not resuscitated. The reporter stated that the device did not cause or contribute to the pt's outcome. The statement was based on the clinician's assessment of the pt's lack of viability.